Manufacturer narrative:
Additional information was received that the patient no longer had pain and underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4318 lot #: 20521855 description: clik x anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.